Event description:
The user facility reported that at the end of the cerebral thrombectomy procedure, an angio-seal 8 fr device was requested for femoral closure. Upon delivery to the doctor, it was opened for assembly, and a deformity was observed at the tip. Consequently, the doctor refrained from using it for safety reasons during deployment and requested a new one. This did not cause any injury to the patient, nor was an extra surgery necessary. There was no blood loss or loss of time. The patient is stable, and the main procedure was successfully completed. No other products were needed, just a new angio-seal 8 fr device. Additional information was received on 23 apr 2025: photos were provided showing the monofold feature on the tip sheath, along with a photo of the package label with valid lot 0000697191.

Manufacturer narrative:
. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide additional information in section b5 and update section h6.

Event description:
Additional information was received on 08 jul 2025: according to the physician involved in the incident, the reported defect was that the dilator and introducer failed to properly sheath. As a result, she opted to use an alternative 8 fr angio-seal device.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide that the actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened and a follow-up report will be submitted with the completed investigation. Photos of the device were received, but no damage or issue was identified based on the provided photos. The complaint cannot be confirmed for 'tip deformity' because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The monofold feature is an intentional device design that is used to facilitate device function, and it appears that the user may have mistaken this feature for a device defect. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).